Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the system was unresponsive. While registering the patient in surgery, the system unexpectedly displayed a black screen. An error 64 message was not present, and the screen was completely black. The surgeon rebooted the system after several moments, and the issue was resolved. Delay information was not provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0902: display or visual feedback problem is applicable to the system unexpectedly displayed a black screen and the screen was completely black. Code a110201: application program freezes or fails to launch is applicable to the system was unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The case was reviewed, and the navigation system became unresponsive intra-operatively, displaying a black screen during a functional endoscopic sinus surgery (fess) procedure. A reboot resolved the issue. However, from the comments it was observed that ¿follow-up for software logs has been conducted, however, confirmation of system access to obtain the logs has not been received. ¿ no logs or archives were available for review. Codes b15 and c19 are applicable to this analysis, as well as the previously reported code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to b5. Imf/annex f code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a functional endoscopic sinus surgery (fess). The issue with the navigation system occurred mid-surgery (around the 25 minute point of the case) and the procedure delay was approximately 7 minutes. There was no adverse patient impact. The patient demographics and event date were confirmed unknown by the site.